Manufacturer narrative:
All available information was investigated, and the reported unintended movement of the handle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of the handle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. An ntw clip (41003r1039) was inserted in the mitral valve. It was noted that while turning the clip, it had a lot of movement and when the physician released their hands off the handle, it turned back. Therefore, the clip delivery system (cds) was removed and replaced. An ntw clip (41003r1023) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The clip was then deployed. Mr remained at a grade of 2-3. There was no clinically significant delay in the procedure.